Manufacturer narrative:
Device evaluation: the device was not returned for evaluation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
A broken haptic was reported. There was patient contact. The intraocular lens (iol) was fully inserted. There was no incision enlargement. An anterior vitrectomy was performed. The procedure was completed successfully with a back-up lens. No additional information was provided to abbott medical optics.